Event description:
Post pipeline procedure, it was reported that the patient was having headache. The physician discovered the patient had developed inflammation around the pipeline device and states that it is vasculitis disorder. The physician also noticed emboli coming from the vasculitis. The patient condition was reported to be fine and will be put on steroids after stabilized.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).